Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The reported glucose reading at the time of the call was 566 mg/dl. The customer had high blood glucose levels, nausea, shortness of breath and was vomiting. The customer changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.